Manufacturer narrative:
Correction to block h6 block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced pain at the implantable pulse generator (ipg) site and the ipg was getting hot when charging. The patient underwent a revision procedure wherein the ipg pocket was relocated to their left side and was replaced with primary cell ipg. The patient was doing well postoperatively and the explanted ipg was not returned for analysis per hospital policy.

Event description:
It was reported that the patient experienced pain at the implantable pulse generator (ipg) site and the ipg was getting hot when charging. No device malfunction was suspected. The ipg was replaced with a non-rechargeable one and relocated it. The patient was doing well postoperatively and the explanted ipg will not be returned per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.